Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient was stable.